Event description:
Boston scientific was notified that during an event when the package of the gdc 10-soft 2d st 2-diameter stretch resistant synerg detection circuit was opened, the pouch was already opened. The procedure was finished with another product successfully.